Event description:
A rpt was received of an endosseous dental implant which was explanted due to inadequate osteointegration. The pt wore a denture during the healing phase and has high blood pressure.